Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was received in good visual condition with the jaws properly aligned. Furthermore, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the ¿clips were backing off¿ and not adhering to tissue. That is all the information available. No patient consequence was reported.

Manufacturer narrative:
(B)(4).